Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on cgm, due to incorrect time being set. Low bg was addressed by consuming carbohydrates and glucose tablets. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.